Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 15-feb-2017 fse arrived onsite. Upon visual inspection of the device the sorter was sitting on the casters, but, a problem was noted with the right side of the sorter being "out of level". Fse adjusted the feet in increments until a 25-bar vacuum was obtained on each cup in the sorter. He also aligned the sorter with alignment jig at all three corners in the wizard. The process was repeated until the sorter head stopped stuttering on the occational trouble cups. The test was performed multiple times with all nine cup trays witth random and near full cups loads. The new parameters were then backed up and the system was retested again. The sorter was functioning properly and the issue was determined to be resolved. The most probable cause of the reported event was due to a dirty sorter pick up head.

Event description:
On (B)(6) 2017 the customer reported receiving the 2204 sorter error with their aia-900. She rebooted the device and upon inspection of the sorter found a removed cup. The customer also reported that the same error had occurred during installation of the device several months prior. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.